Manufacturer narrative:
The reported complaint was not confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was an error message "service pump" displayed on the roller pump. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During the laboratory evaluation, the reported issue was not duplicated. Per the product surveillance technician (pst), the roller pump operated normally with no "service pump" error message throughout evaluation. The pst connected roller pump to the lab-use only (luo) system-1 (aps1) power supply and powered on. He observed the pump to power up properly. The pst opened the perfusion screen and assigned roller pump as arterial, inserted tubing, adjusted for optimal occlusion and started the pump in forward direction. The pst operated the pump overnight and observed the pump to be functional the following morning with no "service pump" error message. The roller pump was placed in a cold soak, heat soak and went through cable and connector inspection and agitation. The pst observed the pump to function properly with no "service pump" error message. The roller pump was sent to service for further evaluation.